Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in sassari, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system did not alarm when o2 pressure is low and when o2 is disconnected. The device alarms in case the same is done on the air channel. The issue was identified during preventive maintenance. There is no known patient involvement.

Manufacturer narrative:
The gas blender was returned back to the manufacturer site for repair and checked. During the tests, the reported failure could not be reproduced. During pre-run test, inlet connectors (air, o2, co2) were disconnected, correctly triggering an alarms. The unit was found working according to specifications. No component replacement was deemed necessary. According to the gas blender instruction for use, the user has to close the gas supply valve of any input, after having entered the set values. Then, the user shall close the gas supply valve of any input and verify the presence of the alarm. If no alarm is triggered, the most likely root causes are: 1) the set values had not been entered yet. Since the preventive maintenance was carried out by an authorized livanova field service technician, it is unlikely that the values were not properly set. 2) the alarm delay was set as infinite. Taking into account that, reportedly, an alarm sound when the air connector was removed and that the alarm delay cannot be set differently of each of the gas channels, this cause is ruled out. 3) gas blender hardware malfunctions. Taking into account the results of the tests carried out on the returned unit, this case is to be ruled out, too. 4) leaky gas connections at the customer site. Based on all the above facts, the most likely root cause of the reported event is traced back to a leaky gas connection at the customer site.